Event description:
It was discovered after the fact that the gastroscope that was used on this pt had failure of the high level disinfection process due to equipment malfunction of the steris system 1e. We tested the previous pt that this gastroscope was used on for hiv, hep b, and hep c and all tests came back negative. We did disclose this equipment malfunction to the pt. We informed the pt that the previous pt had negative blood tests for blood borne pathogens. We informed this pt's physician and answer any questions that she had. The problem was an equipment malfunction of the high level disinfection process performed on the steris system 1e.